Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter became stuck at the distal edge of a stent. The lesion being treated was 90% stenosed and moderately tortuous in the left anterior descending artery (lad). The target lesion was accessed without difficulties, and intravascular ultrasound (ivus) was performed to confirm position and dilation of the stent deployed. When imaging catheter was attempted to be removed from the pt's body, the catheter became stuck at the distal edge of the stent. The physician was able to release the catheter from the stent by removing the imaging core and advancing a guidewire distally; allowing him to withdraw from the treated area. The imaging catheter was successfully removed from the pt body without any complication. The procedure was completed with another ivus catheter and pt was reported to be in good condition.